Event description:
Subsequent to the initial report, the following information was provided: there was no challenging anatomy noted. There were no issues experienced while establishing final arm angle, and no difficulties removing stored torque in the device prior to deployment. When the clip was ready to be deployed, the clip arm angle was 10-20 degrees. There was no difficulty finding neutral on the arm positioner. When the actuator knob came off, no unusual movement was noted, and no noise was heard prior to the separation. No additional information was provided.

Event description:
This report is submitted for the separation of the actuator knob which occurred with the clip delivery system (cds10308585/24), and required the use of hemostats to deploy the clip. This is considered medical intervention to prevent patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 10308585/25) was prepared per the instructions for use (IFU). There was no issue during functional testing. The keys were confirmed to be aligned, and the cds was inserted and advanced without resistance. After the cds was inserted into the left atrium (la), the plus knob was applied to the steerable guiding catheter. While steering into the left ventricle (lv) with m knob, a bend was noted in the shaft which made the cds steer too medial. It was noted that the sleeve was deflected approximately 95 degrees. The decision was made to remove the cds, and replace it with a new device. The m knob was released and the cds was removed without issue. The next cds (10308585/24) was prepared and tested per the IFU. The cds was inserted and advanced without issue. The sleeve was not deflected more than 90 degrees, the arm positioner was in neutral and the stored torque was released.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer. Case description continued: the clip was positioned. When the release pin was removed, the actuator knob flew off of the end of the device before the knob was able to be turned. The physician used hemostats to grab the metal pin and rotate 8 times. The clip was deployed successfully and the mr was reduced to 2+. A final cds was used without any issues, and the mr was reduced to 1+. The patient was clinically stable post-procedure and there was no clinically significant delay in the procedure. No additional information was provided. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional clip delivery system (cds 10308585/25) referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product was reviewed. The reported actuator knob detachment was confirmed via returned device analysis. The mating surfaces between the two pieces (actuator knob and release crimper) were examined next to determine the cause of the detachment. Adequate adhesive (loctite) was verified to be present inside the actuator knob and on the release crimper. The adhesive was "tactilely" examined and found to be hard, and thus fully cured. The actuator knobs surface was inspected next and slight damage was noted on one side of the knob from what appeared to be due to an impact. This was most likely due to the knob detaching and falling off during the procedure, and therefore attributed to operational context. The actuator knob inner diameters (ids) were measured, and were within specification. The release crimper shaft outer diameter (od), hex length and shaft length were measured and within specification. Potential causes for actuator knob detachment can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology / pathology), user technique or procedural conditions (excessive tension on the device during procedure). The actuator knob was further analyzed via fourier transform infrared spectroscopy (ftir) and the analysis confirmed the presence of loctite and accelerator inside the actuator knob. With respect to the patient condition, procedural conditions and/or user technique, actuator knob detachment may be influenced by patient anatomical morphology, resulting in increased tension on the device, excessive curves applied to the device by the user, or the handling of the device by the user. In this case, it is possible that there were unidentified procedural interactions which caused more tension on the device (e.g due to the anatomy) and/or the movement of the leaflets to the attached clip, causing the device to pull forward when the release pin was removed and hitting the arm positioner when the actuator knob assembly was no longer coupled. The impact of the actuator knob hitting the arm positioner most likely could have caused the actuator knob to detach from the release crimper. However, this cannot be definitively confirmed. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot indicated there are no other incidents of actuator knob detachment reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.